Event description:
Philips received a complaint on the dfm100 device indicating the internal processor cable needs to be replaced. There was no patient involvement. The fse evaluated the device at the repair bench facility. It was determined that this was a malfunction of the processor cable, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor cable. The reported problem was confirmed. The fse replaced the processor cable to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.